Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was 421 mg/dl. The customer does not know what the alarm they received meant. The customer stated that they stopped using the sensor feature because of the issues. The customer did not want to trouble shoot the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.